Event description:
It was reported in may that the recharge antenna got hot when recharging. The pt was instructed regarding the use of cool towels, spacers, and stopping the recharging and trying again. In (B)(6), it was reported that the pt experienced shocking in the back. Troubleshooting was performed, but the pt still felt shocks as the voltage increased. This happened when each lead was tested separately. The pt was not getting therapeutic relief. Impedance readings were normal. It also again was indicated that the antenna got hot when charging. The pt planned to see the health care professional the following day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).